Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited low out-of-range (oor) shock lead impedance (sli) measurement which was detected via patient remote monitoring system. Additional information from the field representative indicated that the patient's sli trend history showed normal impedance measurements. The succeeding sli measurements were normal as well. The physician determined that the oor measurement was a one-time occurrence. There were no notable concerns based on the historical trend. The system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating this implantable cardioverter defibrillator (ICD) was successfully explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.